Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. **update** (B)(4) 2013- litigation papers received. It is alleged that the patient suffers from discomfort. There is no new additional information that would affect the investigation. **update: (B)(4) 2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Update: 3/6/2013- litigation papers received. It is alleged that the patient suffers from discomfort. There is no new additional information that would affect the investigation. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. Per the initial reporting; patient x-rays are not available for examination. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. Medical records were obtained and reviewed. It is not possible to say if there was manufacturing fault from the clinical information reviewed by this report. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.